Event description:
It was reported that this right atrial lead exhibited high out-of-range pacing impedance measurements which was programmed off before 2017. It was believe that the lead was fractured. Subsequently, the lead was surgically abandoned, and a new lead was placed and no additional adverse patient effects were reported.